Event description:
Withdrawal difficulty. The report rec'd indicated that during a percutaneous transluminal angioplasty, the amiia balloon catheter was successfully used to treat a lesion in the superficial femoral artery. However, while removing the device, the balloon got stuck at tip of the p guiding catheter and could not be fully retrieved inside the catheter. As a result, both the balloon catheter and the guiding catheter were withdrawn as one unit without any difficulty. There was no injury or adverse event to the pt. The lesion presented mild tortuousity without calcification and 99% stenosis. Further info indicated that the device had been prepped without anomalies. During the procedure, the balloon inflated and deflated normally without any difficulties, upon device removal, there were no anomalies seen.

Manufacturer narrative:
The product is not available for eval. Additional info will be submitted within 30 days upon receipt.